Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient accidentally pulled on the lead and the lead became dislodged. Rv capture threshold had increased.